Event description:
The technician indicated the bed will rise without pressing the hi/low switch.

Manufacturer narrative:
The technician found the right side rail hi/low switch was faulty. The technician replaced the switch to repair the bed.